Event description:
It was reported that the patient recently developed dyskinesia and a device check was conducted. An impedance variation was revealed. The device, which was set on constant voltage mode, had a current increase from 1.2 ml to 1.7 ma. This was considered to be the cause of the dyskinesia. After the implantable pulse generator was changed to constant current mode, the situation became stable. The cause of this variation one year after implant was unknown. It was noted that soon after the operation the patient had experienced an impedance variation also.

Manufacturer narrative:
(B)(4).